Event description:
It has been reported to philips that 3d rotation was not possible on the allura system. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips field service engineer (fse) inspected the system and confirmed that the system failed to do 3d scans. Further testing resulted normal. The fse checked the error logs but couldn't arrive at any findings. Fse performed bodyguard calibration and monitored the system. Post calibration and observation, the system returned to use in good working order. The codes were updated based on the investigation outcome.